Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for hypoglycemia, with a blood glucose reading of 23 mg/dl. The customer stated that prior to the event, she had changed her set and delivered a fixed prime of 0.3 units, but the insulin pump continued to deliver insulin. Subsequently, the customer suspended the insulin pump and her blood glucose level dropped to 23 mg/dl. Nothing further was reported.